Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
The customer reported that the couch dropped during a patient's scan on a brilliance 64 CT system. The couch stopped when it came in contact with the front gantry cover a philips field service engineer (fse) stated that there was no harm to a patient, operator or bystander.

Manufacturer narrative:
(B)(4). On (B)(6) 2016, the customer reported that they heard noise coming from the couch. The couch dropped down during a patients scan on a brilliance 64 CT system. The customer stated that the couch stopped when it hit the front gantry cover, which halted the motion. There was no harm to a patient, operator or bystander. Both the third party company that services the equipment and a philips field service engineer (fse) were on site for support and evaluated the system. The fse determined that the couch had dropped down due to a failed vertical motor brake. The failed part was sent for evaluation. Philips CT engineering evaluated the part and determined that the couch experienced an uncommanded vertical motion due to the failure of the vertical brake mechanism. The failure was related to the spline on the motor coming into contact with the brake assembly. Wear was noted on the parts which indicated contact between the spline and brake. After repair, the system is fully functional and in clinical use. A service delivery manager confirmed that since completion of the corrective maintenance, there have been no further recurrences at the site.